Event description:
Caller reported cgm error 42 with their sensor. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support through a pump reset, after which the error did not reoccur, and the sensor session was successfully restarted.